Event description:
As reported by our affiliates in china, this was a case with a 23mm sapien 3 valve, in aortic position by transfemoral approach. The patient's femoral artery was thinner, about 5mm. During the procedure, there was no difficulty inserting the esheath into patient. However, great resistance was noted during insertion of the delivery system through the esheath. The valve was successfully implanted in a good position with no paravalvular leak and no pressure difference. Slight resistance was felt when removing delivery system through esheath. Sheath was easily removed. After removing the delivery system, the femoral artery was checked, and angiography revealed a leakage of contrast in the right iliac artery. It was decided to implant an 8mm covered stent at the leakage position. After implantation, the angiography was good, and the patient condition was stable. No damage was observed on edwards devices. After the operation, the patient returned to the ward safely. As per medical opinion, the perceived root cause of the iliac artery rupture was difficulty advancing the delivery system through the sheath since the femoral artery was too small.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and the following was observed: calcification in vessels was observed. Undersized vessels were observed. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath using the s3 valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, sheath shaft kinks can be a result of any excessive device manipulation applied to overcome the resistance. The complaint for resistance between system components leading to difficulty advancing through the sheath was unable to be confirmed due to unavailability of returned device for evaluation. Available information suggests patient factors (undersized vessels, calcification) likely contributed to the event as provided information indicated "the patient's femoral artery was about 5mm thin", and as provided imagery shows calcified access vessels. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. Additionally, calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.